Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient expired due to a hemorrhagic stroke. The additional information submitted to the manufacturer indicated that the hemorrhagic stroke was confirmed by a computed tomography (CT) scan. The patient had reportedly presented to the clinic with complaints of not feeling well. The patient had reportedly told his wife that he fell while walking into the clinic earlier that day. The patient however did not report the fall to anyone at the clinic. The patient was seen at the clinic and discharged home. Upon discharge from the clinic, the spouse found the patient in the bathroom. Ems was called and the patient was transported to the hospital. The patient was reportedly confused at the time of arrival at the hospital and the neuro status deteriorated.